Event description:
It was reported via repair work order that the tracks on the stair pro could not lock out due to a malfunctioned release locks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.